Manufacturer narrative:
A ge service representative performed an on site investigation. A circuit board was found faulty and required replacement. However, the customer declined the repair.

Event description:
The customer reported the system failed to boot up. No report of patient injury.